Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels between 22 and 23 mmol/l. The customer was also spilling ketones. The customer's basal rates were adjusted at the hospital, but continued to experience high blood glucose levels and ketones. Nothing further was reported.